Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the completion of the last procedure, the instrument was inspected without any issue. There was no patient impact. The last procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The insulation was found to be damaged near the end that attached to the yaw pulley. The wires were exposed, and the instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. Also, the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation related to the customer complaint indicates that the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found on the yaw pulley near the grip cable. The instrument passed the electrical continuity test and released energy without arcing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a frayed cable. There was no report of patient involvement.